Event description:
(B)(4) has rec'd a court summons of complaint that alleged that a disabled adult pt was severely injured, due to a fall from a hosp bed with side rail that was allegedly distributed by (B)(4). It is alleged that the side railings of the bed's screws became disengaged from the bed frame, causing the pt to fall to the floor, thereby injuring herself. (B)(4) has contacted our insurance carrier for add'l info on the product and event; however, no add'l info has been provided. We are not able to identify the product(s) nor its MFR at this time. This MDR report is based on the court letter.